Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A site history was performed and no complaints related to the instrument or the event were found. A review of system logs showed that the small grasping retractor instrument was installed on system #: (B)(4) on (B)(6) 2020 and had 9 uses remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being reported because the small grasping retractor instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no patient injury that resulted from this event, if the malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted procedure, the small grasping retractor had a broken cable. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was found before the case started and the small grasping retractor instrument was removed from the sterile field. It was never used on a patient.